Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasions were noted at 49.7cm to 49.8cm, and 45.7cm-46.3cm from the distal tip. The re cables were exposed. The abrasions found are consistent with friction to the ICD can. Internal insulation abrasion was noted at 19.3cm-20.3cm, 14.0cm, 15.4cm, and 10.8cm-12.9cm from the distal tip. No complaint was received with return of the device. Failure (event) observed during analysis.